Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported by the patient that there was a red call doctor icon on the communicator for this pacemaker. Reports revealed that the device exhibited high out of range impedance for almost two years on the right ventricular (rv) channel. The rv channel is a non-boston scientific product. The device was able to communicate with the communicator by the end of the call with technical services (ts). Ts referred the patient to the clinic. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported by the patient that there was a red call doctor icon on the communicator for this pacemaker. Reports revealed that the device exhibited high out of range impedance for almost two years on the right ventricular (rv) channel. The rv channel is a non-boston scientific product. The device was able to communicate with the communicator by the end of the call with technical services (ts). Ts referred the patient to the clinic. The device remains in use. No adverse patient effects were reported.